Event description:
It was reported that the pulse generator could not be interrogated. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited a high current drain due to a discrepant integrated circuit.